Event description:
The facility purchasing representative reported to baxter a clearlink y-type blood set that had leaked blood at the area below the spike. The tubing had a visible hole about an inch or less down from the drip chamber. She stated that it looked as though it had melted, and noticed that the tubing was very hard and brittle at that spot. She did not know the lot number of the tubing set. She stated that about 10-20 ml of blood had leaked from the bag. There was no report of patient involvement, patient injury, or medical intervention associated with this event; however the blood transfusion was delayed. The blood had also splashed all over the nurse hanging the bag, but the nurse did not have any complications from the exposure.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: an actual sample was received for evaluation. A visual examination of the sample confirmed the reported condition of a leak due to a separation between the spike adapter and tubing. The tubing and spike adapter were measured and found to be within specifications, and there was solvent present in all the solvent bonded areas. The root cause of this condition is unknown. A batch review could not be performed as the lot number is unknown. Additional information: a batch review could not be completed as the lot number was not provided by the customer.